Event description:
It was reported that, "surgeon attempted to implant the screw through a plate in a locking hole. He could not get the screw to fully seat so he tightened down very hard with the hand screwdriver and the head of the screw snapped off."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.